Event description:
It was reported that a leak has occurred. The stenosed target lesion was located in the severely calcified artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the shaft was leaking saline. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Inspection of the device did not identify any damages or defects. As the advancer used in the procedure was not returned, a test advancer was used during analysis. When the test advancer was connected to the returned burr catheter and liquid infusion was performed, a steady drip of fluid noted from the distal end of the sheath as intended by design. No abnormal leaks were noted from the sheath or advancer.

Event description:
It was reported that a leak has occurred. The stenosed target lesion was located in the severely calcified artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the shaft was leaking saline. The procedure was completed with another of the same device. There were no patient complications reported post procedure.